Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was diluted blood of approximately 20cc from the analyzer. The leak was not contained. The leak was identified just after the instrument performed the shutdown procedure. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, eye protection, and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a broken line at diff module, vl41. He replaced the tubing and resolved the issue. (B)(4).